Event description:
It was reported that impedance measurement was out of range. X-ray revealed externalized conductor. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.